Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. No customer pictures were provided. No material and batch number were provided by the customer. No clarification or further information was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined due to insufficient information.

Event description:
Customer states an increase in hemolyzed specimens from ed.